Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 28 x 4.00mm promus premier drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 28 x 4.00mm promus premier drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.